Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the elevator broke. The broken piece was removed from the patient's mouth. No surgical delay or patient injury was reported.

Manufacturer narrative:
The product identity has been confirmed in the evaluation. In the evaluation, a visual inspection revealed minor scratches along the length of the instrument (especially around the handle) and a fractured tip; therefore the complaint is confirmed. The most likely underlying cause of the complaint was determined to be excessive force experienced at the tip. The non-conformance database was reviewed and no non-conformances were found. There are no indications of manufacturing defects.

Event description:
(B)(6) with the facility reported two instruments that are broken. There was no delay that exceeded thirty minutes and no injury to the patient.